Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the reported issue occurred due to excessive use. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed by the via repair request that the customer oes elite high-definition autoclavable telescope has ¿broken rod lens¿. The customer reported issue was found at reprocessing. No death injury or infection and no person or other was affected has been reported to olympus.

Manufacturer narrative:
The subject telescope was returned to the olympus repair center and the inspection confirmed the customer reported issue. There is broken lens in the optical system with minor debris (no moisture observed). Also, light guide fibers at the distal end are damaged and the rigid outer tube is slightly bent and has an indentation. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.